Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 355 mg/dl. The infusion set site was changed and insulin was observed exiting the infusion set tubing. A bolus was delivered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot and was confident that insulin was being delivered through the pump.